Event description:
It has been reported that a progav shunt system (#fx434-t) caused problems preoperatively. No patient complications were reported as a result of the revision procedure. The complained product was not yet sent to the manufacturer for investigation.

Manufacturer narrative:
Manufacturing site evaluation: no product received to date. Should relevant additional information/investigation results become available, an additional medwatch report will be submitted.

Manufacturer narrative:
Visual inspection: during the investigation, crystalline residue inside adhering to the membrane of the control reservoir were determined. Permeability test: a permeability test has shown that the control reservoir has a blockage while the rest of the shunt system was permeable. Results : in advance, we would like to point out that the products sent in were not inserted in liquid at the time of delivery. Dried residue from the rinsing solution can influence the function of the products, which can affect the results. Despite this, we have examined the valve. Even for non-implanted products, it is important to store them in liquid for transport. Residues of the saline solution used to rinse the product before surgery can form crystals that may compromise the integrity of the products. According to the investigation results, a blockage of the control reservoir was determined. The visible dried residue in the inlet led to the functional impairment. Based on our investigation results, we cannot determine functional deviations or other abnormalities in the progav, the shunt assistant and the peritoneal catheter. The products operated within all specifications. The examination of the return has been completed with the drafting of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
The complained product was now sent to the manufacturer for investigation.